Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report multiple no delivery alarms and a motor error alarm. Customer already tried changing out the set to no avail. Customer's blood glucose readings ranged from 300 to 500 mg/dl, and treated with manual injections. Customer was unable to rewind the device. The customer was advised to discontinue the device and revert to a backup plan. Device was replaced and will be returned for analysis.